Event description:
The tip of catheter was placed into the aorta. When the operator removed the catheter from the patient, the tip was broken off and missing. The age and gender of the patient are unknown. The patient had a vascular prosthesis bypass in the femoral artery. The femoral artery was thrombosed and calcified. The information states that the catheter was in good, physical condition, prior to insertion. The medical personnel followed the recommendations about the preparation of the device. The catheter was inserted into the patient at the right femoral artery. According to the physician advanced the catheter, he met resistance at the prosthesis bypass and then the catheter kinked. They believe it may have been damaged during the advancing, and may have been cut during the retrieval of the device the physician knew that the fragments were staying in the patient and were below the thrombus, which he felt there was no risk to the patient. The fragments were retrieved during the thrombus removal procedure performed the next day.